Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported suture appeared exposed where the foot plate meets the shaft was confirmed. Based on a visual inspection of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that during preparation of a proglide device after an unspecified procedure, the suture appeared exposed where the foot plate meets the shaft on the proglide device. There was no patient involvement. The physician is reportedly trained in the use of the proglide device. No additional information was provided.